Event description:
It was reported, the patient is experiencing pain at her ipg site. The patient has turned off her stimulation since (B)(6) 2013. The patient was advised to use gel patches and will follow up with the sjm representative if the pain persists.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.